Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The tsr had the hp disconnect the 2 drain line extensions that were 2 days old and then press go. The hc was filling the hp at a normal rate and the hp continued therapy. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp was informed it was not proper procedure to re-use drain line extensions. The hp stated they understood and was not proper procedure. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of drain line was confirmed based on information provided by the patient. The cause was undetermined. The patient stated the drain line extension he was using was two days old. The label review found the labeling adequate for the use error in this complaint.